Event description:
Boston scientific received information that, at the patient follow up shortly after implant, loss of capture was noted. An xray confirmed that the lead had dislodged. A revision procedure took place, in which the lead was repositioned. The patient indicated that he was hospitalized for a few days after the repositioning procedure. At this time, no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is available, our investigation is com plete. This investigation will be updated should further information be provided.